Event description:
The customer stated, that an error message appeared on the carto which prevented them from proceeding with the procedure. It was reported that the catheter was replaced and that a map shift of approximately 1-1.5 cm was observed.

Manufacturer narrative:
A shift in the map location may be likely to cause or contribute to patient injury, if the physician happens to ablate in the wrong area of the heart.